Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple power loss alarms. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that a power loss alarm occurred when they inserted a new battery. The insulin pump will be replaced and the customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The power loss, low battery and power error alarms were confirmed in the long trace. The pump also had minor scratches on the lcd window and a scratched case.